Manufacturer narrative:
Concomitant medical products: product ID 5076-45 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called the clinic stating that they believed they had received a shock and the device was alerting. The patient was instructed to send a remote transmission that indicated that the shock was inappropriate due to a right ventricular (rv) lead fracture. The lead had high thresholds and high pacing impedance that had triggered a bipolar lead impedance warning. Oversensing and noise were also noted with high sensing integrity counter (sic) and high rate non-sustained episodes that triggered a lead integrity alert (lia). During the lead replacement procedure insulation damage was visible at the area close to the suture sleeve. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.